Event description:
It was stated that, "the cannulated driver tip sheared off within the hexalobe of the bone screw when dr. Clark was trying to bury the arx ø10.5mm sai screw into the ilium. The screw with the fractured drivertip was then removed from the patient with all components retrieved from the patient."

Manufacturer narrative:
The device was not returned at this time so the reported event could not be confirmed or fully evaluated. Based on the description of the event, it is hypothesized that the root cause of the reported device failure was insufficient mechanical properties at the distal tip of the screwdriver to withstand the torsional loads applied during use. When the tulip head is fully seated against the patient bone, continued torque application would likely result in either stripping the screw or fracturing the driver. Given the deep thread design of the bone screws, which makes them resistant to stripping, the reported failure occurred at the driver's tip.